Event description:
Copper pipe was removed from the lab and replaced with pvc due to possibility of a reaction with a reagent that contained sodium azide. The copper pipe was taken to the facilities department where the reaction occurred. There was a loud "boom" and the piece of pipe was found turned inside out. The facilities staff in the immediate arc were not injured. They have all been sent for hearing evaluations and all are fine. It was discovered that the facilities staff did not know the potential dangers involved with copper pipe exposed to sodium azide and they did not follow the proper decontamination procedures. The staff have now been educated and routine flushing of pipes in the lab has been implemented to prevent any further react.